Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure. Date of the index surgical procedure: (B)(6) 2020. The diagnosis and indication for the index surgical procedure? Right humerus fracture. What was the onset date of symptoms from the surgical procedure (# of post-op days)? Three days after surgery. How many days post-op was the silk suture removed? Three days after surgery was any medical intervention provided to the patient (i.e., medications). If yes, please describe: disinfection and dressing change were given. Was the patient re-sutured after the silk suture was removed? If yes, what type of suture was used? Unknown. The following information was requested, but unavailable: on what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a surgery for fracture of right humerus on (B)(6) 2020 and the barbed suture was used. It was reported that the patient experienced post-op inflammation along with erythema and itching on the wound three days later, on (B)(6) 2020. The doctor removed the suture immediately and disinfected the wound. Then dressing change was given to the patient. The next day, the patient's condition changed better. It is unknown if the wound was re-sutured. No further information is available.